Manufacturer narrative:
(B)(4) MDR-report key: 23598008. MDR-report #: mw5179086. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee revision to a total knee replacement due to loosening and significant polyethylene wear. Following an initial partial knee replacement, symptoms developed approximately a few months later, including pain, deformity, limited range of motion, weakness, and instability. A computed tomography scan performed approximately several months after symptom onset showed lucency at the tibial and femoral bone interface. Bloodwork was performed to rule out infection. Intra-operatively during the revision, findings included significant polyethylene wear, gross loosening of the tibial implant, anterior cruciate ligament deficiency, and full-thickness cartilage loss in the remaining compartments. A computed tomography scan performed approximately one year earlier showed only a mild degree of degenerative osteoarthritis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.